Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a low blood glucose (bg) level of 50 mg/dl; the cause was unknown. The customer consumed carbohydrates in order to address low bg.